Manufacturer narrative:
(B)(4). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump intermittently reset and data was missing from the pump history. Additionally, the battery was observed to be depleting rapidly and the touchscreen was intermittently unresponsive. Reportedly, the touch screen became responsive again at the time of the customer's contact with tandem technical support. The customer's blood glucose level was 480 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.